Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen display and critical pump error. The customer¿s blood glucose level was 146 mg/dl. The customer reported that the buttons were not responding. It was reported that they had received frozen display and critical pump error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and broken force sensor due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to verify keypad unresponsive/button error alarm and frozen screen due to critical pump error alarm.